Event description:
It was reported that pump experienced malfunction alarm related to momentary power loss to vibrator motor, with no notable events occurring before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again, which customer acknowledged and understood.